Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of peritonitis, a c-diff infection, and death. The etiology of the serious adverse events is unknown; therefore, causality could not be established. According to the initial reporting, the patient¿s death was attributed to the peritonitis and c-diff infections. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical assessment. Those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, risk factors associated with the development of c. Difficile include longer durations of antibiotic administration required for esrd patients to clear the infection. Lastly, the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the lack of patient data, treatment data, clinical follow-up, discharge summary, death certificate, esrd death notification and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on 06/mar/2025 reportedly due to peritonitis and a clostridium difficile (c-diff) infection. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, esrd death notification, death certificate, autopsy report, discharge summary) were unsuccessful.

Manufacturer narrative:
Correction provided in g4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2025 reportedly due to peritonitis and a clostridium difficile (c-diff) infection. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, esrd death notification, death certificate, autopsy report, discharge summary) were unsuccessful.